Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that a onetouch ultra meter would not power on. The complaint is based on the customer svc rep's (csr) documentation. The pt claimed that the subject meter would not power on for three weeks prior to contacting lfs. As a result of the alleged meter issue, the pt reportedly did not make any changes in terms of his diabetes regimen. The pt states that he normally tests three times a day and takes 40 units of lantus without adjustments to manage his diabetes. At an unspecified time after the reported meter issue, the pt reportedly developed symptoms of "shaking, dizzy and panic" and mentions that he administered self-treatment with food/beverage. At the time of troubleshooting, the csr verified the following with the reporter: the correct test strips were used and batteries were not installed correctly. There was no meter trauma and this was not a new out of box prod. The meter would not power on when the power button was pressed or when the test strip was inserted all the way into the test strip port. The pt's products have been replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt claimed that he developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.